Event description:
The customer alleged the 840 ventilator stopped cycling right after a pt was attached to the device. There was no harm or injury to the pt reported. The nellcor puritan bennett customer support engineer (cse) inspected the device and verified the vent inop error code in memory. The cse replaced components associated with that error code. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.